Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced and post sensed t wave oversensing was observed on the implantable cardioverter defibrillator. The physician opted not to perform any programming changes. The patient was to be monitored remotely. The patient was stable.